Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a customer experienced sustained high glucose on a continuous glucose monitor and an insulin occlusion alert on an ilet system after a suspected unsecured luer connection; the caregiver replaced the cartridge and infusion set and performed a meal announcement to reduce glucose. Symptoms included hyperglycemia with readings over 400 and no reported acute clinical symptoms. Outcomes included no use of backup therapy, no ketone testing, and no medical intervention or hospitalization. Investigation included customer support troubleshooting that advised filling the tubing to verify drops at the cannula and monitoring glucose, with instructions to call back if the occlusion recurred. Investigation of this case revealed a probable infusion delivery disruption consistent with an occlusion and potential incomplete luer engagement affecting insulin flow. It was concluded, based on previously established findings for similar reports, that the cause was user-related connection or infusion set issue leading to interrupted insulin delivery.